Manufacturer narrative:
There is no suspected device failure. Review of the device history record for the lot in question confirmed all parts met manufacturing requirements prior to release. The reported patient complication is an inherent risk to this type of procedure. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. This report is being submitted as the baylis medical device was among the many devices used during the procedure.

Event description:
A report was received indicating that pericardial effusion occurred post dual transseptal access and intra-ablation of the pulmonary vein. The interventional physician performed pericardiocentesis on the patient. The physician proceeded with ablation of the pulmonary veins. There is no certainty of what caused the effusion. There is no evidence to suggest the baylis medical device caused or contributed to the reported complication. However, as the baylis device was among the several devices used in the procedures, baylis medical has decided to submit this report.